Event description:
Staar surgical icl implants in clinical study. Experienced retinal tear during week of 9/11. Retinal follow-up ever since. In 2008, diagnosed with dry eye, iritis, & cataract formation. Also now notice low-contrast problems. After year long treatment, dr stated it is chronic & caused by icls. Now trying to pull together records for another surgeon to remove & replace natural lens. Both drs agree icl's are foreign and cause problems. Public should be warned. Still in place. Diagnosis: non lasik candidate. High myope.